Manufacturer narrative:
The investigation is ongoing.

Event description:
Customer reports sensitivity concerns with aries sars-cov-2 eua (false negatives) compared with cepheid. This occurred during validation testing and no results were reported to a physician. There was no indication of consumable or device malfunction.